Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the heater bag and tubing. This occurred during drain one of peritoneal dialysis therapy. The patient was connected to the device at the time of the event. The technical service representative assisted the patient to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.